Manufacturer narrative:
This supplemental report is being submitted to additional information. The olympus medical systems corp. (Omsc) received the following comments from the author on december 17. "The tjf-240 did not have any malfunctions. Tjf-240 has nothing to do with "acute pancreatitis" and/or "severe cholangitis". Our pancreatitis rates were lower than the rates in the literature and the frequency of cholangitis in this study is consistent with the literature."

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "efficacy of epinephrine injection in preventing post-ercp pancreatitis". The literature reported the result of patients who underwent endoscopic retrograde cholangiopancreatography (ercp) procedure using olympus tjf-240 and non-olympus device between january 2017 and december 2019. In the literature, it was reported complication as follows: pancreatitis (mild: 14cases, moderate: 2cases); post-ercp hyperamylasemia (66 cases); post sphincterotomy bleeding (mild 5cases); periampullary retroperitoneal perforation (mild: 2cases, moderate: 2cases); cholangitis (mild: 6cases, moderate: 3cases, severe: 1case); cholecystitis (9cases); cardiopulmonary (4cases); arrhythmia (2cases); acute pancreatitis during ercp (27cases). There are not mentioned that these complications were related to the subject device in question. However, omsc assumes that "severe cholangitis" might be related to the subject device, and the subject device might be caused or contributed to a death or serious injury. In addition, during the medical safety officer (mso) review within the omsc, the review was determined that "acute pancreatitis during ercp" may be related to the subject device and that the subject device may have caused death or serious injury. Therefore, omsc determined that the events were adverse events to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit two medical device reports (MDR) depending on the events. This is a report on "acute pancreatitis during ercp".